Event description:
Customer reporting 1 false positive flu b result on an asymptomatic cruise ship employee. Unknown if confirmation testing was performed.

Manufacturer narrative:
Investigation summary:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.